Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "suture tape augmentation acl repair, stable knee, and favorable proms, but a re-rupture rate of 11% within 2 years." The study reviewed twenty-five (35) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Three (3) patients had a revision during the twenty-four (24) month follow-up period. Ref: heusdens, c. H. W., et al. (2021). "Suture tape augmentation acl repair, stable knee, and favorable proms, but a re-rupture rate of 11% within 2 years." Knee surg sports traumatol arthrosc 29(11): 3706-3714.